Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she was having pain from her hip to the back of her thigh into her calf and sometimes into her foot. The patient noted she turned stimulation down and some of the pain went away. The patient stated she thought it was her sciatic nerve. The patient noted she thought she had a bladder infection. The patient stated she knew this because her back starts hurting when she does. The patient stated they think had a pinched nerve which was why they wanted to do an x-ray. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
The patient reported that the pain level was at a 10 for 4 days. The patient reported that their stimulation was at 1.5 and they had to turn it down to 0.6 and most of the pain left the patient's right leg to toe. The patient stated that he pain comes and goes. The patient also stated that they put an ice pad on it and sometimes heat because it goes to their lower back too. The patient stated that their device is working well.